Event description:
Reporter indicated that the gold prongs on the ac adapter cord for his hp jornada handheld computer were broken. Product has been requested, but has not been returned to manufacture to date.